Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with multiple cuts on the ¿a-rubber¿ causing the scope to leak. Multiple deep dents and buckles were observed throughout the insertion tube. In addition, the device failed the electrical continuity test and peeling on ¿a-rubber¿ glue was determined. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on device evaluation findings, the likely root cause of the reported failure is attributed to users maintenance and or handling issue.

Event description:
It was reported that the device was found with hole on the bending section cover. The issue occurred during reprocessing of the device. There was no patient involvement on this report. No user harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition, information provided on the initial report is being corrected. The following sections were updated: g4, g7, h2, h4 and h10. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.